Event description:
Accelus was notified that a patient who underwent a mis tlif on (B)(6) 2024, recently had a post-op x ray taken that showed thar a shim was not locked to the shell and has moved posteriorly toward the spinal canal. The rep stated that during the case, they checked it twice and the guide pin was flush with the checker which indicated that it was "locked". It was also noted that x-ray images were reviewed during the case. No revision planned at this time. The patient has not reported pain or discomfort to date.

Manufacturer narrative:
Although the parts were not returned and no physical engineering analysis could be performed, based on the information and images provided, it appears the shim was not initially locked in the shell. Therefore, the complaint can be confirmed that the implant was not locked, therefore, the root can be attributed to user error. Stm-00018, rev. D was reviewed to ensure that it addresses this issue and does not require any updates. Furthermore, based on the results of the investigation there was no evidence to suggest that manufacturing issues caused or contributed to the reported issue. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.